Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The location of the leak was described as, ¿leaked from the elastomeric pump access¿. The leak was observed during setup/preparation. The device was filled with fluorouracil (5fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 30, 2023 - november 1, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.